Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The root cause for damaged insulation has been changed to a component failure.

Manufacturer narrative:
Based on the claim against the product by the customer noting wire broke, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have insulation damage on the conductor wire, exposing the internal wires. The damage was located at the distal end at the bipolar yaw pulley. There was no material missing and no thermal damage was observed. Electrical continuity was tested and passed. Additionally, the instrument was found to have scratch marks/abrasions on the bipolar yaw pulley. The scratch marks/abrasion found on the yaw pulley were aligned with the insulation damage on the conductor wire. The complaint regarding physical damage was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that prior to starting (pre-anesthesia) of a da vinci-assisted nephrectomy surgical procedure, the fenestrated bipolar forceps instrument wrist steel cable was broken. The procedure was completed with no reported injury.